Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was alarming because the right ventricular (rv) lead impedance was increasing. The rv lead remains in use and will be monitored. No patient complications have been reported as a result of this event.